Manufacturer narrative:
Device remains in the patient.

Event description:
During a review of an article in seminars in interventional radiology/volume 24, number 3 2007, a gore viabil biliary endoprosthesis was implanted in a pt. Following implant the pt developed severe symptoms from pancreatitis. Laboratory tests showed both amylase and lipase values to be elevated. The symptoms abated with conservative therapy and the pt was released from the hosp seven days later.